Event description:
It was reported the patient experienced a return of symptoms; increased baseline spasticity. The patient's catheter was being revised. Spinal segment was still implanted and the physician was replacing the section between the spinal area and the pump. The catheter broke off when the physician was trying to remove that section. The pump segment and the pump were replaced. The pump was delivering compounded baclofen.

Event description:
Additional information: it was reported that pump was replaced due to normal end of life (eol)/ end of service (eos). Following the pump replacement the patient developed an infection at the incision site (refer to manufacturer report # 3004209178-2012-10141). Correction: the previously reported information "it was reported the cause of the event was an infection" does not pertain to this event and is no longer applicable.

Event description:
It was reported the cause of the event was an infection.

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: (B)(6) 1999, explanted: unk. Accessory: model# 8578, lot# n116754, implanted: (B)(6) 2007, explanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).